Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were no por events observed in the black box history. The returned battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked below the bumper pad. Two pump case cracks were observed near the upper right corner of the display lens: one between the display lens and case seal and one between the case seal and keypad cover. Moisture corrosion was found in the battery compartment. A leak test was performed and a pump case leak was found. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and moisture corrosion was found inside the pump. The reported, ¿no power¿ complaint was unable to be duplicated during investigation. Unrelated, the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On 07/07/2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).